Event description:
A malfunction alarm, identified as malfunction code 9, was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and although the customer did not have the necessary supplies to perform the reset at that time, they planned to do so upon returning home, using an omnipod as a backup therapy in the meantime. Additionally, the customer reported a cartridge alarm occurring after the initial malfunction. No further information regarding the outcome of the event was received.